Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger overrode the iol. There was patient contact but no reported patient harm. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced under the lens and outside of the nozzle tip. The lens is still partially in the loading area on top of the plunger. The trailing is misfolded under the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. . Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported plunger override could not be determined. The device was returned with the plunger fully advanced outside of the nozzle tip. The lens was in the loading area on top of the plunger. It cannot be determined if the lens was replaced in the loading area. The manufacturer internal reference number is: (B)(4).